Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received inaccurate fill estimates with multiple cartridges. Reportedly, the customer has been experiencing high blood glucose (bg) levels and an increase of their a1c for a few months. Customer addresses bg levels with a correction bolus via the pump. The customer loaded a new cartridge and received an accurate fill estimate.

Manufacturer narrative:
On 10/3/16 follow up: customer was reported to be in hcp office on (B)(6) 2016 and was found to be having issues with the 'auto-off' safety feature. Customer's auto-off feature was set to 12 hours by default. Rn turned the auto-off feature off and instructed customer to reach out to technical support. Patient was schedule for an appointment with hcp on (B)(6) 2016, but cancelled.